Event description:
Healthcare professional reported a left side "patient was working out and felt a pop in her left breast. Patient is now having some discomfort and abnormal shape of left breast" and " left saline breast implant rupture". Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "saline rupture."

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported a left side "patient was working out and felt a pop in patient's left breast. Patient is now having some discomfort and abnormal shape of the breast" and " left saline breast implant rupture". Device has been explanted and replaced.